Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for this evaluation therefore, retention samples from the bd inventory were selected for evaluation. Therefore, functional testing was conducted on retention samples from material #365054, lot(s)# 1004609 & 1067151 3.0ml barricror tubes and samples from material #365057, lot# 0311964 5.5ml barricor tubes. Testing was done with blood drawn from subjects and, each tube was run three times on the system with no instrument error codes or aspiration alarms being observed. Additionally, no difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill and, underfill was not observed in any samples testing. Bd was unable to duplicate or confirm the customer¿s indicated failure of aspiration error because the defect was not evident in the testing of the bd inventory sample lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Multiple assays performed on cobas instrumentation produced no alarms or error codes with retention samples from the same manufacturing timeframe of the customer's reported lots. Analytical replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The tubes performed as expected therefore, this complaint is unconfirmed for aspiration error. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that a bd tube pms plh 13x75 3.0 slbl lim ce underfilled. The following information was provided by the initial reporter: " suction errors on cobas c8000 and barricor tubes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd barricor tube underfilled. The following information was provided by the initial reporter: '' suction errors on cobas c8000 and barricor tubes".

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that a bd tube pms plh 13x75 3.0 slbl lim ce underfilled. The following information was provided by the initial reporter: " suction errors on cobas c8000 and barricor tubes." D.1. Device brand name: bd tube pms plh 13x75 3.0 slbl lim ce. D.2. Device product code: jka; common device name: blood specimen collection device. D.3. Device manufacturer: becton, dickinson and company (bd). D.4. UDI #: (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0157888; d.4. Medical device expiration date: 2021-10-31; h.4. Device manufacture date: 2020-06-05. D.4. Medical device lot #: 0027504; d.4. Medical device expiration date: 2021-05-31; h.4. Device manufacture date: 2020-01-27; g.1. Manufacturing site: becton, dickinson and company (bd).

Event description:
It was reported that a bd tube pms plh 13x75 3.0 slbl lim ce underfilled. The following information was provided by the initial reporter: " suction errors on cobas c8000 and barricor tubes."